Event description:
Additional information received indicates the patient's system was explanted.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30473. It was reported the patient had fall several times and experienced ineffective stimulation. Lead migration was confirmed via x-rays. Surgical intervention may take place at a later date.